Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2020 due to size and patient preference. Additional information received from the csr indicated that there were "no issues with device. Patient was undersized at original surgery and wanted a device that fit. Device was discarded via hospital policy." No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of a sizing issue / patient preference, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was undersized at original surgery and wanted a device that fit. The device was revised. There were no issues with the device.